Manufacturer narrative:
The lead has been returned. Boston scientific has concluded no investigation was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No investigation required.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of the system extraction due to right ventricular (rv) lead had trapped in tricuspid leaflets. The ra lead was explanted. No additional adverse patient effects were reported.